Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range right ventricular intrinsic amplitude. Review of several stored electrograms demonstrated ventricular oversensing consistent with cross talk from atrial sensed beats. Further review was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.